Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the ok button was under responsive and the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad cover was found to be peeling off the base from ok to up arrow button. The pump case was damaged at right side of the ok button. During testing, all of the buttons were found to be unresponsive. The keypad cover was removed and moisture was found under the up arrow, down arrow and contrast button contacts. Unrelated to the complaint, the audio bolus button cover was intact. The audio bolus button was unresponsive to button presses due to moisture damage. The pump was opened and no further moisture was observed inside the pump.